Event description:
Correction to g3 of the initial medwatch. The aware date should be on (B)(6) 2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of :mediastinal lymphadenopathy), using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for fungal growth of exophiala salmonis / exophiala cancerae (and other microorganisms). Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: light growth streptococcus, alpha hemolytic light growth streptococcus, gamma hemolytic light growth diptheroides fungal culture: exophiala salmonis / exophiala cancerae. (B)(6) 2020-seen by pulmonologist for follow-up from bronchoscopy procedure: continues to have shortness of breath on exertion. (B)(6) 2020-seen by primary care physician: breathing getting worse, patient reports being tired. (B)(6) 2020- seen by pulmonologist for follow-up: improved mediastinal lymphadenopathy. (B)(6) 2020-seen by infectious disease: follow-up for mycobacterium avium. The patient received no anti fungal treatment during the course of these events. The patient's current condition is described as back to baseline. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated.case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 10/11 with bal testing positive for exophiala lecanii-corni and not treated.case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.